Event description:
Medtronic received a report the tracheostomy tube inflation/deflation issue. Customer indicated there was not patient involvement. Medtronic is following up for information regarding the circumstances of the reported event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents two cuts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a device failure, without product event details. Customer indicated there was not patient involvement.